Event description:
It was reported that the cage broke during impaction. The broken device was not implanted. The broken device and pieces were retrieved. No pt complications were reported.

Manufacturer narrative:
The implant was returned to the manufacturer where the breakage was confirmed. The device history records were reviewed and no evidence was found to indicate non-conformance to the manufacturing and/or design specifications. No conclusion can be made at this time. The most likely cause of the event is excessive force placed on the cage during impaction.